Event description:
Complainant alleged that the medics were attending a pt who was complaining of chest pains. The medics attempted to monitor the pt using three lead ECG electrodes and multi-function electrodes with the device, but the unit displayed artifact and "ECG lead off" and "check pads" messages. In addition, the complainant reported that the pt's displayed heartrate was fluctuating between 30 and 172 beats-per-minute, although the pt's displayed ECG was shown as normal and did not match the pt's pulse. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.